Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery went dead at the normal depletion time. The patient was then switched to a rechargeable battery.

Manufacturer narrative:
Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer. Patient product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3888-28, lot# j0107969v, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was reported the patient had a non-rechargeable device that lasted less than two years and was reported as premature depletion.